Event description:
It was reported to vyaire medical that the screen of the avea ventilator was flickering black and white after replacing the uim (user interface module). There is no information of patient involvement associated with the event as of this time.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text: device was not returned yet.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the reported issue. The suspect device was returned for investigation. The reported problem vent screen is flickering black and white failure was duplicated, gde p/n 16650 s/n (B)(6) was installed into gde test station. Powered gde in ventilating mode, gde powered on, uim for a minute was flickering and then it shut off, gde does not power back on. Replaced power driver pcb with plate assembly with a known good power driver pcb with plate assembly. Powered gde in ventilating mode, gde powered on. Performed section 6.10.5 est test which passed. Powered gde in ventilating mode, performed characterize fcv, characterize exv and ovp which also passed. Vyaire was able to duplicate the reported screen flickering black and white failure issue caused by power driver pcb with plate assembly. Driver pcb with plate assembly will be sent to the fa lab for future analysis.